Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up and post-paced t-wave oversensing was observed on a stored egm. Programming changes were made, and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.